Event description:
It was reported that the xenon light source had a flickering image. The issue occurred during a diagnostic colonoscopy procedure during sedation while the device was inside the patient. It was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.